Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. As received, the belt failed the functional fall-off test. Upon investigation, corrosion was found on the distribution node. (Dn) printed circuit assembly (pca), connector j794, resistors r763, r797, r785, and the hex crimp ferrule connector for the cable connecting the dn to ECG b. The cause of the adjust belt or check belt messages and incoming test failure was the corrosion on the dn pca and components. The root cause of the corrosion was unable to be positively identified but is likely due to liquid ingress of an unk contaminant. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report constant adjust belt messages. The pt was issued a replacement electrode belt.